Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for an implant using a 9f amplatzer torqvue delivery system (itv). During the procedure, the device's discs was not opening & there was cobra formation. Device was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. It is unknown if the device was replaced. The patient is stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. It was indicated that there was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a cause for the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer septal occluder was selected for an implant using a 9f amplatzer torqvue delivery system (itv). During the procedure, the device's discs was not opening & there was cobra formation. Device was removed from the patient prior to released from the delivery cable. No angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. It is unknown if the device was replaced. The patient is stable.